Event description:
It was reported that the ilet pump issued dosing stopped events due to occlusions on two separate occasions during sleep with reported blood glucose peaks of 335 mg/dl and 246 mg/dl, each resolved only after the user changed the infusion set. Symptoms included thirst, nausea, and headache associated with hyperglycemia, outcomes included elevated glucose that returned to typical levels after infusion set replacement, with no medical treatment or hospitalization. Investigation included customer care review of device logs and user troubleshooting and education. Investigation of this case revealed infusion set occlusion associated with the infusion set component, consistent with obstruction of insulin delivery that was corrected by supply change. It was concluded, based on previously established findings for similar reports, that the cause was user-level factors related to infusion set performance and use, leading to occlusion and transient hyperglycemia.

Manufacturer narrative:
Initial.